Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok button was intermittently unresponsive and started a few months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.